Manufacturer narrative:
Additionally, with the translation clarification, the event is now reportable for malfunction instead of serious injury.

Event description:
Additional information reported ¿the patient experienced numbness only¿ and that the previously reported ¿paralyzed¿ and ¿palsy¿ states did not occur and instead were reported due to errors in translation. It was noted that no further information was available regarding the patient¿s scheduled x-rays at the time of follow-up.

Manufacturer narrative:
Paralyzed. Please note the device was used for an off label indication. (B)(4).

Event description:
A healthcare provider (hcp) reported through a manufacturer representative that the thalamic pain "patient experienced sudden facial cramps" and "numbness and pain" on their left side while recharging their implantable neurostimulator (ins). An additional translation of the reported issue indicated the patient's left side was "paralyzed" rather than numb. The ins was turned off at that time and the patient reported to their clinic for troubleshooting at the time of report. It was noted that even with the ins turned off, "some numbness remained" or alternatively that a bit of "palsy remained." When the patient's stimulation was increased even slightly, it "resulted in numbness and pain reoccurring" or "palsy and pain." No abnormalities were found with the patient's stimulation/ins or charging/recharger at that time. It was unknown at that time whether the issue was related to the ins or recharger. The patient was to have their position of their leads confirmed via x-ray at a later date. Impedance testing was performed and found that bipolar electrode pair 2-3 had an impedance of "<(><<)>50" ohms. It was noted the remaining "slight numbness" presented a "mild" health hazard to the patient. A supplemental report will be filed if additional information is received.